Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was in comm loss with 5 devices. They rebooted the bedside monitors (bsms), but this did not resolve the issue. All access points were powered on. No patient harm was reported. Investigation summary: the available information reasonably suggests the root cause is the facility's network environment. Technical support (ts) requested that the customer reboot the devices that were in communication loss, however this did not resolve the issue. On 09/09/2022, the customer acknowledged that after installing a new wireless lan access point, the reported issue was resolved. A review of the serial number history found no recurrence of issue. The make and model of the access point was not provided by the customer. It is likely that the customer purchased new access points without the assistance of ts. As such a root cause cannot be determined. As replacing the access points resolve the issue of communication loss, it is likely that the access points experienced hardware failure, physical damage, electrical damage, or wear and tear due to aging or frequency of use. The access points were not returned for evaluation.

Event description:
The customer reported that the central nurse's station (cns) was in comm loss with 5 devices. They rebooted the bedside monitors (bsms), but this did not resolve the issue. All access points were powered on.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) was in comm loss with 5 devices. They rebooted the bedside monitor (bsm), but the unit was going back into communication loss with the cns. All access points were powered on. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following devices were used in conjunction with the cns: 5 bsms: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: ni.

Event description:
The customer reported that the central nurse's station (cns) was in comm loss with 5 devices. They rebooted the bedside monitor (bsm), but the unit was going back into communication loss with the cns. All access points were powered on.